Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned device found both devices intact. All components accounted for except the cutter driver for the hawkone and the dual end catheter of the spiderfx. (B)(4).

Event description:
The physician accessed the right proximal sfa with an antegrade stick in an aortic bifemoral graft and placed a 7f 12cm sheath in the groin. The physician successfully advanced a .014 wire past a total occlusion of the proximal to distal sfa and used a balloon to perform 3 inflations of the complete sfa. The physician then placed a 6mm spiderfx in the right popliteal artery. Once the filter was deployed, a hawkone was placed over the filter wire. The physician performed 4 passes in different quadrants of the sfa. When trying to remove the hawkone, the device would not go through the sheath. However, the device was still able to move on the spider wire. The physician then attempted to remove the hawkone and sheath together but resistance felt from the graft and he felt it was not safe to pull harder. The shaft of the hawkone was then cut and the physician removed the 7f sheath, noticing that the distal end of the sheath had been atherectomized. A new 7f sheath was attempted to be placed in the groin. However, it was not possible and the patient was transferred to another facility for surgery. The physician performed a small cut down to the graft and successfully removed the hawkone and spiderfx. The devices were intact when removed from the body. No visible damage. The patient is doing well. Please reference MDR 2183870-2015-00299 for the hawkone used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.